Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: visual analysis of the returned device identified: yellow particles in device inner surface, fold creases and one crack opening. Leak test and microscopic analysis was performed which identified: one crack opening, wear abrasion and one sharp opening. Based on the device analysis the final assessment is: -one opening crack assessed as cracked valve seat diaphragm valve. -one sharp opening in the side valve bond edge assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.